Manufacturer narrative:
Article citation: fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence. Nir bitterman md, paula simoviz md, tamar tadmor md, lihi tzur md, noam calderon md, and ohad ben-nun md. Imaj ¿vol21¿ august2019. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lymphoma-alcl.

Event description:
Journal article: "fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence.". The article reports a patient diagnosed with bia-alcl. The patient presented with ¿seroma¿ and was treated with ¿capsulectomy and device removal ¿. 2 months later a relapse is reported presenting with " axillary. Supraclavicular, and mediastinal lymph node involvement and bilateral pleural effusions with lung infiltrates". The affected side and biomarkers have not been provided.